Event description:
Catheter inserted and functioned properly for approx 6 hrs. Initial cardiac outputs read correctly with good wave form. Six hrs later, thermometer would not register blood temp. All equipment/wires were changed to verify catheter fault. Confirmed the next morning by biomedical engineering.